Event description:
Bird ventilator went "inop" and shut down. Have now had others repeat this scenario. Unable to find anything wrong with unit (per MFR's rep). Software replaced and they still repeat the "inop". No pt event other than having to ventilate with bag.